Manufacturer narrative:
.

Event description:
It was reported an alert was triggered for high and rising impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The superior vena cava (svc) coil was turned off and defibrillation threshold testing (dft) was performed to confirm there was adequate defibrillation provided by the lead. Defibrillation threshold testing was successful without the svc coil and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.